Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code, investigation conclusions),h10. The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the pcb executive processor, IV pole to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h10,h11. Corrected fields - h6(remove the code 3331 from type of investigation). The failure analysis and testing dept. Received part number pcb,exec processor with a reported unit failure of failed power up and expired board. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q.the failure analysis and testing dept. Could not replicate the failure of the cardiosave not powering up. The cardiosave powered up multiple times when turned on. The failure analysis and testing dept. Did observe code 139 in the fault log, in which the failure analysis and testing dept. Could not replicate after extensive testing and running of the cardiosave. Code 139 is a communication error between the power management board and the executive processor board. The failure analysis and testing dept. Could not replicate the failure of code 139 and the unit not not powering up. This executive processor board was in need of being replaced due to the board being over 8 years old in which the real time clock was past its' due date of 8 years. Retaining the exec processor board in the failure analysis and testing department per procedure number 0002-07-d008 rev. Al. The fat dept. Received part exec. Processor board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation: skip ict and hi-pot testing process (since the date codes of t1 and t3 are less than 1502). Only fct and manual tests are performed, and both have passed. Please see attached investigation document received from supplier. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed fault code 139 after failed power up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.